Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Neonatal intensive care unit (nicu) nurse stated therapy has stopped, but they got no alarms in an arctic sun device. Guided through event log and noted an alarm 14 (probe out of range) and confirmed they already corrected this issue 1.5 hours prior. Had stop therapy and restart and the device did say therapy stopped as though it was running when pressed start. Bypassed empty pads and restarted therapy. Flow rate (fr) was settled at 1.5lpm. Nurse wanted to follow up on a case from yesterday. Nurse informed they were having probe issue, and the primary nurse called the helpline. Nurse wanted to just confirm what the call was and the resolution to make a note of. Informed nurse the primary nurse stated therapy had stopped but they did not receive an alarm. After looking at the event log, they had last received an alarm 14 (temperature probe out of range). The nurse was able to correct this about 1.5 hours prior. The team walked the nurse through resuming therapy. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated therapy has stopped, but they got no alarms in an arctic sun device. Guided through event log and noted an alarm 14 (probe out of range) and confirmed they already corrected this issue 1.5 hours prior. Had stop therapy and restart and the device did say therapy stopped as though it was running when pressed start. Bypassed empty pads and restarted therapy. Flow rate (fr) was settled at 1.5lpm. Nurse wanted to follow up on a case from yesterday. Nurse informed they were having probe issue, and the primary nurse called the helpline. Nurse wanted to just confirm what the call was and the resolution to make a note of. Informed nurse the primary nurse stated therapy had stopped but they did not receive an alarm. After looking at the event log, they had last received an alarm 14 (temperature probe out of range). The nurse was able to correct this about 1.5 hours prior. The team walked the nurse through resuming therapy.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated therapy has stopped, but they got no alarms in an arctic sun device. Guided through event log and noted an alarm 14 (probe out of range) and confirmed they already corrected this issue 1.5 hours prior. Had stop therapy and restart and the device did say therapy stopped as though it was running when pressed start. Bypassed empty pads and restarted therapy. Flow rate (fr) was settled at 1.5lpm. Nurse wanted to follow up on a case from yesterday. Nurse informed they were having probe issue, and the primary nurse called the helpline. Nurse wanted to just confirm what the call was and the resolution to make a note of. Informed nurse the primary nurse stated therapy had stopped but they did not receive an alarm. After looking at the event log, they had last received an alarm 14 (temperature probe out of range). The nurse was able to correct this about 1.5 hours prior. The team walked the nurse through resuming therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.